Manufacturer narrative:
(B)(4). D10: cat# 650-1057 lot# 3062923 cer bioloxd option hd 36mm. Cat# 00620205022 lot# 64724183 shell porous with cluster holes 50 mm. Cat# 650-1064 lot# 3053196 cer option type 1 tpr sleve -6. Cat# 51104090 lot# 6763068 femoral stem. Product remains implanted and will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that approximately one year post implantation of a right hip arthroplasty, the patient experienced a dislocation. The hip was successfully reduced in the emergency department and no further complications have been reported. All of the components remain implanted and there are no reports of pain and no difficulties with activities of daily living.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: approximately one year after an initial right total hip arthroscopy, the patient experienced a dislocation and underwent a closed reduction in the emergency department. No further complications were noted. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. The issue was confirmed based on the provided medical records; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.